Manufacturer narrative:
(B)(4). The customer reported the device was not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional clip delivery system device is being filed under a separate medwatch reports.

Event description:
This report is being filed as the mitraclip (71017u229) detached from one leaflet, while remaining attached to the other leaflet. It was reported that on (B)(6) 2018, a mitraclip procedure was performed treating degenerative mitral regurgitation (mr) grade 4. The patient presented with an enlarged atrium and ventricle and friable leaflets. One mitraclip (cds 71017u229) was implanted without reported issue, reducing the mr to grade 2. On (B)(6) 2018, a second procedure was performed as the first index procedure mitraclip had detached from the posterior medial leaflet (pml) while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). Increased mr, grade 3-4, was noted and tissue damage was observed at the pml. As treatment, another mitraclip procedure was performed. Mitraclip (cds 80227u164) was implanted and deployed on the mitral valve without reported issue. Post mitraclip detachment from the delivery system, the mitraclip had then detached from both leaflets and remained on the gripper line. Reportedly, there was no device malfunction and the procedure was aborted. Post procedure, the mr remained grade 3-4. That same day, mitral valve replacement surgery was performed as treatment, removing both mitraclips. The event required prolonged hospitalization and the patient is in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (enlarged atrium and ventricle and friable leaflets). The reported tissue damage and mitral regurgitation (mr) appear to be due to the slda. It should be noted that the reported patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage) as listed in the mitraclip nt system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.